Event description:
It was reported that the customer experienced multiple occlusion alarms during bolus delivery. There was no adverse impact to customer's blood glucose level. Troubleshooting was performed and found occlusion is occurring in the cartridge.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.